Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while loading a cartridge, the "load button" was greyed out and unresponsive. Pump was reset and the issue was not resolved. Blood glucose was 170 mg/dl and customer reverted to using manual injections for insulin therapy.